Event description:
A malfunction alarm was reported by the customer, identified as "malf 12," with an accompanying fault ID. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, which resolved the issue without recurrence of the malfunction code. The customer was advised to continue using the pump and to report any future issues.